Event description:
Journal article received: pitfalls in the application of distal femur plates for fractures. J orthop trauma. Volume 25, number 11, november 2011. Cory a. Collinge, md, michael j. Gardner, md, and brett d. Crist, md. This article does mention synthes products. This article is about design features to aid the surgeon in restoring proper alignment, malunion and implant related problems common after a distal femur fracture treated with plate fixation. Less invasive stabilization systems (liss, synthes, west chester, pa). This article presents case examples of problems, with x-rays, followed by a discussion of the relevant distal femoral anatomy, design features of modern locked distal plating systems and technical points. Event: fig# 5: too posterior placement of plate, in-out-in screw traversing the intercondylar notch and impinging on origin of anterior cruciate ligament (acl). Motion was restored with screw removal: this report is on the screws, quantity is unknown. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on the unknown screws, part and lot numbers are unknown. Date of event: november 2011. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.